Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a cystoscopy, laser lithotripsy stone removal using a ncircle delta wire tipless stone extractor, the basket would not close. The device was tested prior to use. A new basket was opened to complete the procedure. No section of the device remained inside of the patient's body. No additional procedures were required. No adverse effects have been reported due to the alleged malfunction.

Manufacturer narrative:
Bevent summary: it was reported, during a cystoscopy, laser lithotripsy stone removal using a ncircle delta wire tipless stone extractor, the basket would not close. The device was tested prior to use. A new basket was opened to complete the procedure. No section of the device remained inside of the patient's body. No additional procedures were required. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter (mlla) was finger tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3cm in length. The support sheath was separated 2mm from the nose of the mlla. The basket assembly protruded from the distal end of the basket sheath by 2.5cm. The handle did not actuate the basket formation. The support sheath was detached from the adhesive on the basket sheath. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that was open and could not be closed due to sheath damage. The yellow support sheath was separated near the handle, which was preventing the basket from functioning. The provided information stated the device was tested before use, indicating the damage occurred during use. Based on the information available, cook has concluded that it is likely the device was inadvertently exposed to excessive force using use, causing the observed damage. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.